Event description:
International customer reported that a surgical drain was placed following a hepatectomy procedure. The drain functioned as intended for two days. The patient returned to the physician on the third post-op day noting that drainage had ceased. The device broke when the surgeon attempted to remove the drain. The patient was returned to surgery for explantation of the retained broken fragment.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.